Event description:
The user facility reported a 76-year-old male with impella 5.5 for mechanical circulatory support. It was reported the user was initially unable to insert the device, the action was taken to remove the existing cp and then reattempt delivery of the impella 5.5. The 5.5 was subsequently able to be inserted successfully on the second attempt. There was no patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer, therefore, evaluation of the device was not possible. Clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.